Manufacturer narrative:
Device evaluation summary from the examination of the returned devices the exact cause of the aneurysm rupture could not be determined. Multiple connecting bar and fabric cuts, most likely excision related, were seen on both devices, and several burn holes were observed on the distally placed device. These cuts/burn holes appeared to have been caused during removal of the devices at explant. In addition, 2 potential abrasion related fabric tears were observed. On the proximal device (tf3636c114tj), a small (0.35mm) diameter hole was found near the distal graft margin (stent ring #5). The hole appeared to be abrasion or puncture related, and potentially was caused by wear from the distal device which was implanted overlapping the proximal device. However, no associated thru hole seen on the overlapping distal device; therefore, it could not be confirmed if this hole contributed to the ruptured aneurysm. Analysis of the tear identified in the site photo 1-day post-implant, concluded this as most likely an excision cut which occurred during removal of the explant. On the distal device with the intact bare spring (tf3434c115tj) a group of four small tears (0.36 ¿ 0.6mm in length) were seen near the distal transected end of the device (stent ring #4). Several burn related holes and excision cuts were also seen near these tears; therefore, it could not be concluded if the tears were abrasion or excision related, and if these holes may have contributed to the aneurysm rupture. No other stent graft integrity issues were observed. Film evaluation summary the exact cause of the increasing taa and rupture could not be determined from the films and clinical information provided. CT¿s prior to implant and films during implant were not available for review. Several CT transverse slice images during the patient¿s implant duration (from 6 months to just prior to implant) were returned. The slices showed the cross section of the taa and stent graft; however, the precise location of the stent graft and the slice location relative to the thoracic aorta could not be determined. Except for the images at 6 months <(><<)>(><(>&<)><(><<)>)> 4 years, a scale was not visible on the films; therefore, measurements of the stent graft and taa could not be performed. The slices appeared to be from the overlapping section of the stent graft, near the location of the proximal marker band from the distally implanted device, or from the distal marker from the proximally implanted device. No issues were observed, other than one of the returned slices from just prior to explant which showed a small/localized area of contrast along anterior of device. However, it is unclear if the contrast was between the overlapping devices or along the outside of most outer diameter stent graft, and no additional films just prior to the explant were available. Higher quality 3d-CT recon images from 4 years post-implant revealed that the distally placed device was positioned overlapping outside the proximal device with 2 stent rings; ~40mm. However, since the proximal stent ring was an uncovered bare spring, this translated to only ~20mm of covered fabric overlap. In addition, the angulation at the overlap junction measured ~50° maximum, and one (1) or 2 of the bare spring apices along the outer curvature appeared to noticeably more splayed out into the sac as compared to the other apices. A small amount of contained contrast was observed extending from the overlapping junction, primarily on the outer curvature near this splayed bare spring, and from the diametrically opposite side at the same level. Although it is possible that the source of the contrast and cause of the rupture may have been from a type iii fabric endoleak possibly caused by the overlapping and angulated components, it appears more likely that this was a type iii junctional endoleak. Minimal component overlap, along with stent graft angulation, may have contributed to this potential junctional endoleak. The amount of overlap and angulation at implant is unknown, and the amount of overlap and stent graft in-vivo configuration at the rupture event could not be determined from the limited CT slices returned just prior to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm thoracic aortic aneurysm. It was reported that the patient presented with aneurysm expansion and rupture caused by a type iii endoleak. A blood vessel prosthesis implantation was performed by laparotomy and the two talent devices were partially explanted. It was noted that the patient was stable and on a good clinical course after the intervention. The physician stated that the cause of the type iii endoleak was anatomy related. Specifically, the tortuous anatomy caused the proximal end of the first talent device to interfere with the second talent device which resulted in a fabric hole. No additional clinical sequelae were reported and the patient is fine.